Event description:
Same case as: 2134265-2014-07873 and 2134265-2014-07877. It was reported that automatic pullback failure occurred. A 100v galaxy 2 intravascular ultrasound system was used in conjunction with an unspecified coronary imaging catheter to visualize an unspecified lesion. During the procedure, the physician verbalized that automatic pullback movement was bad and was eventually stopped after it was checked. And so, automatic pullback failure occurred. The physician then performed manual pullback to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. Device analysis revealed, the unit met specifications of mdu-5 qc functional test and underwent a four hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-07873 and 2134265-2014-07877. It was reported that automatic pullback failure occurred. A 100v galaxy 2 intravascular ultrasound system was used in conjunction with an unspecified coronary imaging catheter to visualize an unspecified lesion. During the procedure, the physician verbalized that automatic pullback movement was bad and was eventually stopped after it was checked. And so, automatic pullback failure occurred. The physician then performed manual pullback to complete the procedure. No patient complications were reported and the patient's status is stable.